Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the foot switch did not deactivate rf delivery. During an ablation procedure to treat intranodal tachycardia, the maestro foot switch ¿blocked¿ and could not stop emitting radiofrequency. The procedure was completed with another of the same device. There were no patient complications and that patient was in ¿good¿ condition.